Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer wore the insulin pump in the swimming pool and triggered multiple alarms. After the pump exposure to water the pump alarmed with no delivery, and soon after that the pump was dropped and alarmed with a motor error. The patient's blood glucose at the time of incident was 10.1 mmol/l. The customer tried to rewind after receiving the motor error only to receive another one. A successful rewind occurred after changing the infusion set. Since the infusion set was already changed, troubleshooting for no delivery was not possible. However, troubleshooting was initiated for the motor error. The drive support cap was normal. The pump was also rewound during troubleshooting without incident. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.